Manufacturer narrative:
(B)(4). It was reported that patient underwent a partial hysterectomy at time of sling implantation. Due to mesh protrusion, dyspareunia, pain and recurrent infections the mesh was removed on (B)(6) 2011 and (B)(6) 2012. The patient also had vaginal reconstruction in (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01249. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy; due to menorrahgia, prolapsed uterus, 3rd degree cystocele and rectocele with a paravaginal defect.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and a sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.